Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that infusion set tubing was split along the lining for the tubing and sucking in air on (B)(6) 2025. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Event description:
To date, additional patient or event details were received which have been added in h11.

Manufacturer narrative:
MDR retraction: the initial MDR with manufacturing report number, was submitted on 11-jul-2025. Based on the description, it was found that the tubing was found damaged prior to use during fill tubing stage. So therefore, the malfunction code has been changed to tubing is found completely cut through, prior to use. Unable to use. So, the case is thereby downgraded to non-reportable. Thus, this MDR is being submitted to retract the initial MDR.